Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet experienced hyperglycemia after changing a contact/detach 23" 6 mm infusion set and sought assistance with cartridge and tubing replacement. Symptoms included elevated blood glucose to 207 mg/dl for about 30 minutes without alerts for prolonged hyperglycemia, without ketone testing, backup therapy, or medical intervention, and without acute health effects. Outcomes included no injury, no need for professional care, and no functional impairment. Investigation included troubleshooting and education regarding infusion set change and pump use. Investigation of this case revealed no device alarms and an unclear cause of the hyperglycemia, with no specific device component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.